Event description:
Additional information was received on (B)(4) 2012, when it was discovered that the patient still has not been re-implanted since the infection. Although re-implant is likely, it has not occurred to date.

Event description:
Reporter indicated that pt's vns therapy system was explanted due to infection at the pulse generator/pocket area. It was reported that the infection was treated with antibiotics and explant of both the pulse generator and the bipolar lead. The infection has reportedly resolved. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. It was reported that preoperative antibiotics were used during the initial implant surgery, but that neither intraoperative nor postoperative antibiotics were prescribed. The pt had not undergone any surgical or dental procedures or invasive monitoring either three months pre or post vns implant and is not implanted with any other devices. The pt reportedly irritated/scracted at the incision site.